Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  yesterday when they synched with their ins they saw the picture of a doctor and the code they are seeing on the programmer is por-power on reset. No symptoms reported.  No further complications were reported/anticipated at this time.